Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of radio frequency pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was 120 mg/dl. The customer stated that the alarm did not occur during the rewind sequence. The customer was unable to complete self-test. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during self-test due to a faulty connector on the radio frequency board. The device was received with normal operating currents, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window and cracked reservoir tube lip.